Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead has had chronically high pacing impedance measurements. For the past year the impedances have been greater than 2,000 ohms. During a routine device replacement procedure, the rv lead was going to be replaced however the patients vessel was occluded. Since the patient is not pacemaker dependent, the physician elected to keep the lead implanted for shocking purposes only. No adverse patient effects were reported.